Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery the needle of the truepass broke inside the patient and pieces were removed with tweezers. The procedure was completed with a backup device and no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the black needle tip appeared to be fractured into two pieces. The batch number was confirmed. A visual inspection revealed that the needle tip was fractured and significantly bent. There was some discoloration on the metal. The batch number on the pouch did not match the reported batch number or the batch number in the customer provided image, indicating that the device had been repackaged. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use: prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Hazards associated with reuse of the truepass disposable needles include, but are not limited to, patient infection and/or device malfunction. As with any surgical device, careful attention should be exercised to ensure that excessive force is not placed on this device. Excessive force can result in the failure of this device. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws. Only use the truepass disposable needles with the truepass suture passer. Use the truepass suture passer and the truepass disposable needles with a 6.5 mm or larger cannula. The use of a cannula smaller than 6.5 mm may compromise the performance of, or cause damage to, the device. Ensure adequate visibility when using the device. Should the needle tip become lodged (e.g., in bone), the needle should be disengaged by retracting it back through the suture passer. Twisting or bending of the needle in an attempt to dislodge the needle tip may result in breakage of the needle and needle parts may not be retrievable. Discard the needle and use a new needle. Do not deploy the needle into open air (dry-fire). Dry-firing the truepass suture passer can lead to premature failure of the needle and/or the suture passer. ¿ do not deploy the needle to release a suture from the self-capture. Dry-firing the truepass suture passer can lead to premature failure of the needle and/or the suture passer. Do not remove and reload the needle while it is in use. Bends in the needle tip that result from normal use can cause the needle to load improperly and lead to failure of the needle. The complaint was confirmed. Factors that could have contributed to the reported event include dry-firing of the needle, use of the needle as a lever, excessive force on the device, use of a reloaded needle, or twisting or bending of the needle.